Manufacturer narrative:
(B)(6). Literature article: philip kl;, man cl., kai mc., wing kc., cheuk cs., yuk lc., teresa yw., chi bl., angela yw., siu fl., and alex wy., "comparison of clinical outcome and ease of handling in two double-bag systems in continuous ambulatory peritoneal dialysis". American journal of kidney diseases, vol 40, no 2 (august), 2002: pp 373-380. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which 18 peritoneal dialysis (pd) patients experienced 21 episodes of peritonitis. The cause of the peritonitis was not reported. It was reported that unspecified number of the patients were hospitalized. Treatment for the peritonitis events was not reported. Patient outcomes were not reported. It was reported that five of the patients had their catheters removed. No additional information is available.